Manufacturer narrative:
11-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft and plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Report received via e-mail stated that the oral-b brush head kept coming loose from the hand piece while brushing. No injury was reported. 16-nov-2021 follow up via e-mail: the follow up report stated that the oral-b pro 2 toothbrush, model number 3656 was used. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Report received via e-mail stated that the oral-b brush head kept coming loose from the hand piece while brushing. No injury was reported. On 16-nov-2021 follow up via e-mail: the follow up report stated that the oral-b pro 2 toothbrush, model number 3656 was used. No serious injury was reported.